Event description:
Customer reported he dropped his adc blood glucose meter and stated it produced unspecified error messages and "wrong readings". Customer reported that on (B)(6) 2014 at 1:00pm, an adc meter reading of 65 mg/dl was obtained, followed by a reading of 95 mg/dl obtained at 1:40pm. Customer further reported self-presenting to a hospital, where a reading of 190 mg/dl was obtained on an hcp meter at approximately 2:40pm. Customer did not report experiencing any symptoms or receiving a diabetic diagnosis but stated he was treated with an insulin injection at approximately 5:00pm. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. The reported meter serial number ((B)(4)) is incorrect as it is missing a fourth letter as the year designator. Therefore, the date populated in on the 30-day initial report is incorrect, as the device manufacturing date is unknown. Date should have been reflected as (B)(6)-2014, which is the date abbott diabetes care became aware of the event. Section has been updated appropriately. Additionally, the 510(k)# in the 30-day initial report was incorrectly populated as (B)(4). The correct 510(k)# is (B)(4). Section has been updated appropriately.